Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that ever since they had their pacemaker put in they have been having chest pain to the point that it hurt to breathe. The patient stated that they did an x-ray and they said it came back normal. They patient noted that they had a check-up and was told that they checked the monitor and that their heart was doing the same thing. The patient was told that they have not turned it on yet and once they do that it will help. But ever since that their chest is hurting really bad where they could not sleep all night and now they patient woke with chest pains again. Additionally, the patient stated they can feel the device and it feels like it is moving when they change positions and the patient was wondering how long the pain is supposed to last after the staples come out because it still hurts. Follow- up with the clinic was conducted and from the information obtained it was report ed that the patient did not show for their two week post implant check-up. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.